Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va18vyx , implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and manufacturer representative regarding a trial patient. It was reported that the lead was broken by the surgeon during initial placement while connecting it to the extension cable. It was noted that the lead was explanted immediately and replaced. No patient symptoms were reported.

Manufacturer narrative:
Device analysis found outer lead insulation separation. Fdm codes apply to the lead (B)(4)applies to the lead (B)(4) applies to the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Device analysis, see h block.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.